Event description:
Customer reportedly received results of 300 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Low blood glucose systems were reported with these results. Customer was able to self treat with a cookie, and low blood glucose symptoms improved in about 15 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.